Manufacturer narrative:
(B)(4). Retainer = black, the pump was returned for a blank flashing white light on display found on (B)(6) 2021. Pump was received with a blank flashing white light on display with a constant beeping. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to blank flashing white light on display. Unable to download pump's history and trace files using thump due to blank flashing display anomaly. Pump was cut open to perform visual inspection and found cracked lcd glass, bleeding on lcd glass and cracked lcd controller. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked lcd glass, bleeding on lcd glass and cracked lcd controller. Pump was received with a blank flashing white light on display with a constant beeping due to cracked lcd glass, bleeding on lcd glass and cracked lcd controller.

Event description:
Information received by medtronic indicated that the pump screen was broken. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.